Manufacturer narrative:
During inspection and testing, error code b30 (scope communication error) occurred. A review of the device history record found no deviations that could have caused or contributed to the scope communication error. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the scope communication error was caused by failure of the image sensor unit, a board inside the scope connector, or a problem on the system side. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (image disappears during angulation) was confirmed during testing. The image did not appear due to destruction of the image sensor. In addition, the tip cover was not watertight, angulation was insufficient due to elongation of the angle wire, error code e216 (scope communication error) occurred, there were scratches on multiple parts of the device, an abnormal noise was generated when the angulation control lever was turned, and the universal cord was collapsed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported the image disappeared during angulation of the subject device. The device was sent to an olympus service center for evaluation. During inspection and testing, error code b30 (scope communication error) occurred. This report is being submitted for the malfunction found during evaluation (error code b30). There was no harm or user injury reported due to the event.